Manufacturer narrative:
As the product has not been returned for investigation and the production data complies with the specifications, the complaint could not be replicated. Production reports were reviewed.

Event description:
On (B)(6) 2013, patient reported he lost consciousness due to hypoglycemia on (B)(6) 2013. He had been bowling, and he ate and delivered more insulin than normal. He arrived home and began to feel hypoglycemic symptoms when he got out of the car. He lost consciousness in the garage, and his wife delivered a glucagon injection and called the paramedics. His blood glucose had been elevated that morning and was 61 mg/dl at 1:45 p.m. He had something to eat, and when he tested his blood glucose again at 3:20 p.m., it was 268 mg/dl. He delivered a 4.0 unit bolus and then lost consciousness 1 hour later. His blood glucose was 41 mg/dl when the paramedics arrived, and he was treated with an IV of dextrose. He woke up about 30 minutes later, and his blood glucose was 220 mg/dl. He felt "fine" on the day of the report. His normal blood glucose range is 80-140 mg/dl. No allegations were made against the infusion device or related products, and no product will be returned for evaluation.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA. Device will not be returned.